Event description:
It was reported to medtronic neurosurgery that on (B)(6) 2014, ten days after being started on a becker edms, there was a drop in the patient's glasgow coma scale and the patient was sent to the ICU. It was discovered that the patient developed ventriculitis. On (B)(6) 2014 the patient was extubated and was sent to high dependency and is still currently in high dependency. The patient has been drained with an external ventricular drain since (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.